Manufacturer narrative:
Device was received and evaluated. The customer reported issue was confirmed. Color tone of the image is abrnormal due to faulty image sensor unit. Device inspection and evaluation, the following findings were noted below: the insertion tube collapsed. The color tone of the image is abnormal due to a failure of the image pickup (image sensor) unit. Halation occurs. There is digital noise in images. Insulation of the forceps and suction mouth has occurred. A- rubber adhesive is missing. Foreign material falling off from the channel (insufficient cleaning (handling problem). Manufacturing records, device history record review found the subject device was shipped in accordance with specifications. It cannot conclusively specify the root cause of the suggested event however, based on investigation results and phenomenon, the cause of the issue could be attributed to maintenance issue. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
Customer reported with an issue of "white balance cannot be taken (color tone defect) ". The issue occurred during an unknown event. There was no patient harm , no user injury reported due to the event. Device evaluation found foreign material falling off from the device channel.